Event description:
Customer stated-probe would not unfreeze to remove from patient's eye repair tech-silicon torn, filter & tip black, defrost flow 14 mm, insulator bad ro 97015. 1216677-2021-00212 n20 retinal prb straight 124 (B)(4).

Manufacturer narrative:
Investigation: x-inspect returned samples. Analysis and findings: (B)(4). Was the complaint confirmed? Yes. Distribution history: this complaint unit was manufactured at csi december 2010 under wo (B)(4) and shipped on 12/30/2010. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed physical damage to the silicon tubing. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint unit's flow was not optimal with a clogged filter. Root cause: the root cause is being attributed to wear and tear and end user error. The torn silicone tubing indicates handling error. The clogged filter and tip indicated the device was not properly handled/cleaned when sterilized. A clogged filter will impact the flow of the gas either when attempting to freeze or when defrosting. *correction and/or corrective action the unit was repaired, tested to specifications and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
Coopersurgical, inc is currently investigating the reported condition.

Event description:
Customer stated-probe would not unfreeze to remove from patient's eye repair tech-silicon torn, filter & tip black, defrost flow 14 mm, insulator bad ro 97015 1216677-2021-00212 n20 retinal prb straight 124 e-complaint-(B)(4).